Manufacturer narrative:
Date of report: 25jun2019. Date received by manufacturer: 27mar2019. The power management printed circuit board assembly (pm pcba) was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the pm pcba revealed a burned-up c125. The pm pcba was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned pm pcba revealed a shorted l2. The reported complaint of a ventilator that would not start up was confirmed and duplicated - this was due to a shorted l2. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15jan2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the ventilator won't start up. There was no patient involvement. Event date not specified; estimate used